Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypertension. It was also reported that the right atrial (ra) lead exhibited undersensing. It was also noted that stored electrograms (egm) have atrial tachycardia/atrial fibrillation (at/af) as terminated though they continue. It was also reported that the rv lead trends indicate variable thresholds. The ra and rv leads remains in use. No further patient complications have been reported as a result of this event.